Event description:
It was reported that a patient received an edwards' bioprosthetic aortic valve, then around 44 days later, an echo was taken which revealed significant central jet mr and the surgeon reviewing this case requested edwards' input. The implant operative report of (B)(6) 2011 indicates: "a 29mm edwards lifesciences bioprosthetic valve was selected. The series of 2-0 tycron horizontal mattress pledgeted sutures were placed circumferentially around the annulus, reefing up the remaining anterior and all of the posterior leaflet in order to preserve all the subvalvular structures as possible. The valve was washed according to manufacturer specific guidelines. Sutures were placed through the appropriate area of the sewing ring of the valve, taking care to make sure the posts were in the proper location. The valve was then seated and the sutures were tied securely. The valve delivery handle was then removed and the valve inspected, found to work very well. After satisfactory hemodynamic parameters were achieved, felt that the valve was working properly with no perivalvular leak of significance". Tee films of both the intraoperative post-pump ((B)(6) 2011) as well as a tee from ((B)(6) 2012) were provided by the surgeon for edwards' review.

Manufacturer narrative:
Method = echo imaging review (transesophageal echo) . Result = echo reviews confirm the reported regurgitation. The received cd-rom contains two image sets. One is from a tee of (B)(6) 2011 presumed to be from intraoperative tee (iotee) post-pump. The second image set is from tee of (B)(6)2012. The images were reviewed by an edwards consultant, and the findings are summarized as follows: (B)(6) 2011 iotee post-pump: a bioprosthesis is noted in the mitral position. The prosthesis appears well seated. There is probably moderate mr of combined central (mild-to moderate) and paraprosthetic (mild-to-moderate) origins. The bioprosthesis leaflets are not well visualized. (B)(6) 2012 tee: the mitral bioprosthesis is again visualized, and again appears well seated. Combined central (moderate) and paraprosthetic (mild or mild-to-moderate) mr again is noted. The paraprosthetic jet origin probably is at the base of the usual position of the p3 cusp of the posterior mitral leaflet (approximately four o'clock on the surgeon's view of the mitral valve). Abnormal leaflet motion of the bioprosthesis is seen. The leaflet in the most anterior location (in line with the left ventricular outflow tract) opens normally; in contrast, the motion of the other two (more posterior) leaflets appears somewhat restricted. To conclude, the review confirms abnormal motion of the mitral bioprosthesis leaflets, and combined central (moderate) and paraprosthetic (mild or mild-to-moderate) mitral regurgitation (mr). Both mr jets were evident on post-pump iotee imaging; although not well visualized, in retrospect abnormal leaflet motion also probably was present on iotee. Based on available data, it is not feasible to reliably establish whether the etiology of abnormal leaflet motion (and presumably of central mr) is due to an intrinsic abnormality of the valve or due to an extrinsic factor (procedure or patient related). Examples of procedure/patient related factors include, but not limited to: suture looping, leaflet deformation with a surgical tool, interference of subvalvular patient anatomy, etc the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The review reveals no quality deficiency during the manufacture of this device that may have caused or contributed to this event. Additional follow-up for patient condition indicates no reoperation is scheduled, and the patient is being treated medically.